Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during incoming inspection, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. The device is expected to be returned to zoll chelmsford for evaluation but not has not been received yet. Analysis for reports of this type has not identified an increase in trend.